Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/7/2019. Device returned to manufacturer: yes. Device evaluation: the product was received at the manufacturing site for evaluation. Visual inspection of the return sample shows the product was delivered in a lens case. The product is inspected by a qualified inspector using a microscope with a 12x magnification, it can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The product was evaluated for edx/ftir analysis in order to identify the particle that was observed on the haptic of the iol. Edx was first performed to obtain an elemental profile of the particle. The edx spectrum primarily revealed the presence of copper (cu) and zinc (zn), with smaller levels of lead (pb), iron (fe) and oxygen (o), indicating a copper alloy (possibly brass). Inorganic particles are poorly characterized by ftir, therefore this technique was not performed. The identified elements cannot be related to the manufacturing process, as the tools and machines used during production do not consist of the identified combination of elements. Based on the conditions the sample that was returned and the edx/ftir analysis results, the complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in complaints history revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a black deposit was found on a model zxr00v intraocular lens during implant. The lens was removed and the procedure was completed successfully with the backup lens. There was no patient injury. No additional information provided.